Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department with cardiopulmonary resuscitation in progress and in cardiac arrest. It was determined the "patient could not be kept out of ventricular fibrillation and or pulse less electrical activity." It was also reported a right ventricular lead alert triggered due to short v-v, noise, and a high rate of non-sustained episodes. Of note, there were occasional under sensed beats on some of the non-sustained ventricular tachycardia episodes. The detection was "turned off" and the patient was transferred to hospice care. The patient is deceased and died of a cause unrelated to the event.